Manufacturer narrative:
After review of information received and the completion of investigation, the following sections g1, g3, g6, h1, h2, h3 and h6 have been updated accordingly. (H3): the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.

Manufacturer narrative:
(H3) pending evaluation: (d10) concomitant device(s): (B)(6) 02-022-45-3535 - truliant tib fit tray cem sz 3.5f / 3.5t. (B)(6) 200-07-35 - advanced patella 35mm 3 peg implant. (B)(6) 02-020-13-0335 - truliant cr cem fem cr cem right sz 3.5.

Event description:
As reported by the exactech (B)(6) clinical study, the patient had an initial right tka on (B)(6) 2020. The patient presented on (B)(6) 2023 with polyethylene wear without evidence of osteolysis. Polyethylene wear: mild apprehension with varus & valgus stress. This case is related to (B)(4) (left side). The case report form indicates that this event is definitely related to device and definitely not related to procedure. Revision on (B)(6) 2023. Outcome is resolved on (B)(6) 2023. Due to clinical study, no devices will be returned for evaluation.